Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cord will fray and short out. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed black spots in the lcd. The manufacturer observed small scratches and dings throughout the exterior of the device, ui panel, top cover, and bottom enclosure. Dust-like contamination was observed on the top cover, left and right side panels, in the air inlet, on the interior side of the top cover, on top of the pca, and on the blower motor. Dust-like contamination with potential hair-like particles were observed on and under the blower cap, on the iso port, on and under the blower housing, on the sound abatement foam and in the bottom enclosure. Evidence of liquid ingress was observed on the top and bottom of the blower motor. A dark dust-like contamination was observed inside the blower motor. Manufacturer observed sound abatement foam stuck to the bottom of the blower housing and in the base of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.